Event description:
It was reported that post-op surgery a screw broke within the pt. During the original surgery levels c5 - c7 were treated with a cervical plate and screws. The pt had good bone quality. At the 3 month post-op visit the pt presented with pt with pain, numbness, hand stiffness, cold sensations, and weakness in the right side. Films revealed a broken screw at left anterior c5. There was incomplete bony fusion across the construct. There was no evidence of loosening hardware. The dr will monitor pain, continue to assess fusion and decide at a later date.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time.